Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert for oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the lead was not returned for analysis; however performance data collected from the device was received and analyzed. There was a patient alert for lead failure predictor on (B)(6) 2012. Ventricular short interval count v- short interval counts (sic) of 277 sic counts in 3.91 days between (B)(6) 2012. Ventricular non-sustained tachycardia's of less than or equal to 210 ms between (B)(6) 2012 were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.